Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pf alleges pseudotumor and metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to complications from metal on metal articulation. Update rec¿d 11/16/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort, metallosis, elevated ions and difficulty ambulating. Adding the femoral stem to the complaint for the elevated ions. Complaint was updated 11/30/2016. Update 03/09/2017 ((B)(4)) pfs and medical records received. After review of pfs and medical records for MDR reportability, plaintiff alleges extreme pain, surgical disfigurement, permanent damage to hip from device and interventions, loss of mobility and range of motion, mental anguish. Indications for revision were multiple hip dislocations, instability, evidence of acetabular cup loosening and osteolysis, with elevation of cobalt ion levels. Revising surgeon noted "quite a bit of metallosis". Also noted that cup did not have enough anteversion. Identified corrosion around stem taper. The operative description did not provide evidence of cup loosening nor mention any osteolysis. On the contrary, cup required extractor to remove, and screw head was stripped during screw removal (the screw was well fixed), and then broke during removal. Metal ion labs available are < 7.0 ppb and therefore do not support alleged significant metal ion elevation. Dislocation, poor joint mechanics: rom and instability, corrosion:taper and implant malposition of cup added to complaint. Elevated metal ions removed from complaint. Acetabular cup and pinnacle cancellous screw added to complaint. Prod/lot updated. The complaint was updated on: 3/29/2017.